Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was formatted and the software was reloaded. The system was tested and operates as intended.

Event description:
The customer reported the 6800 system's monitors displayed "white, fuzzy" screens after the system was booted up. No patient injury was reported.